Event description:
As reported by the user facility ((B)(4)): "the catheter came out and broken." "On (B)(6) 2022, an elderly patient in intracardiac area 2 of the hospital found that the catheter came out and broke when preparing for infusion the next day after one day of infusion of ordinary cardiovascular drugs with belang 24g arteriovenous indwelling needle. The front-end hose was missing. The film and b-ultrasound examination were not found in the body. The chief nurse asked the puncture nurse, and the nurse reported that she did not repeatedly puncture and put back the steel needle."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): received 1 used and contaminated introcan-w fep 24gx3/4", 0,7x19mm without packaging. The sample was taken to a visual test according to test method and observed that the capillary is damaged / torn off. Note: forwarded the sample to production for further evaluation and investigation. Summary of root cause analysis: received 1pc capillary housing without cannula hub and protective cap of introcan-w fep 24gx3/4", 0,7x19mm without packaging. The sample was taken for investigation and observed the capillary was tear off approximately 2mm from the capillary hub horn. Torn off piece of the capillary was not returned for investigation. The broken area of the capillary exhibits a "v" cut shape. Device history record (DHR): reviewed the device history record for batch number 20k26g8911 and there was no defect encountered during in process and final control inspection. Manufacturing process was reviewed and there is detection for short length capillary at both cal and ecm machine vision system. The station is highlighted in below process flow. Conclusion: the in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated. Beside the automated 100% in-line test equipment, independent in-process quality controls and final controls on a random sample basis will be conducted by different teams on a regular basis within the production process. Herewith a systematic product defect would be detected. Tear off capillary most likely not appear to be attributed by manufacturing process as the defect is able to be detected and reject by the in-line vision system. Damages induced after assembly process is not possible since the catheter had been protected with protective cap. Based on the investigation above, this defect is believed to be caused by reinserting the cannula into capillary which lead to the capillary being pierced and later got tear off during withdrawal. As communicated in IFU, warning section stated that: after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. Cause: defect due to wrong handling (referring to application error or off-label use). Corrections/containment plans with effective date: not applicable. Corrective actions with effective date: not applicable. Justification: not confirmed.